Manufacturer narrative:
Subject device was returned for evaluation. Product was initially sent as a replacement device. Motor locked and overheated. It is stated that the device is almost five (5) years old. Per results of the investigation, no root cause has been determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an open rotator cuff repair procedure utilizing the dyonics power high speed drill, it was reported that, on the initial use of the device, the motor stuttering and the unit became too hot. It was reported that there was no backup device available. (B)(4).